Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on historical data, possible causes include electrical problems like: open circuit; short circuit; signal loss; component issues. Material problems like: degradation. Mechanical problems like: leakage/seal; deformation; fatigue; wear and tear. These causes can occur between components such as connector/coupler; adapter; switch/relay; circuit board; electrical cable; sensor; lenses; seal without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed vertical lines in image. The event occurred during set up / inspection for use. There were no reports of patient involvement.